Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on (B)(6) 2010. According to the complainant, the patient experienced an injury, but the specifics are unknown. All other information is unknown and reportedly unavailable.

Event description:
According to the physician, there will not be any corrective surgery to repair or remove any of the meshes. The patient reported having no issues during her last appointment on (B)(6) 2012.